Event description:
Pt reported obtaining a blood glucose result of 270 mg/dl, while using the suspect device. At the same time, pt 's blood glucose was reportedly tested on a physician's blood glucose monitor, with a result of 98 mg/dl. No action was taken based on the result obtained on the suspect device. No pt injury was reported and no treatment was received. While on the line with technical support, pt performed quality control tests on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.